Event description:
Per the clinic, the patient developed an infection (abscess) at the implant site (specific date not reported) and was subsequently treated with IV antibiotics (specific date and duration not reported). There are plans to explant the device; however, this has not occurred as of the date of this report.